Manufacturer narrative:
The customer provided the patient also had an fsh result of 5.80 miu/ml, and the patient's initial prolactin result of 0.083 ng/ml contained a data flag. The customer confirmed the patient's prolactin repeat result of 19.48 ng/ml was correct. The customer's prolactin calibration and qc data were ok. There was no indication for a performance issue of reagent or instrument. The sample clotting time was insufficient according to the tube manufacturer's recommendations. The field service engineer replaced the sample/reagent probe and performed adjustments. Based on the available information, the investigation did not identify a product problem. The cause of the event could not be determined.

Manufacturer narrative:
Updated medwatch field b1.

Manufacturer narrative:
This event occurred in (B)(6). The investigation is ongoing.

Event description:
The initial reporter received questionable elecsys prolactin assay results for one patient tested on a cobas e411 disk. The patient's initial result was not reported outside the laboratory. The customer performed repeat testing for confirmation. At 16:56 p.m, the patient's initial prolactin result was 0.083 ng/ml. At 18:45 p.m., the patient's repeat prolactin result was 19.48 ng/ml. The prolactin reagent lot number was 482682 with an expiration date of 30-nov-2021.